Event description:
It was reported that a procedure could not be performed with navigation, because the navigation system could not pick up the microscope connection and there was periodical absence of the monitor image as attempts were made to run the device without the camera. There was no pt involvement; no adverse consequence was associated with the event.

Manufacturer narrative:
It is not possible to determine the cause of the event without an eval of the device. Additional info will be submitted if the device is received and the quality investigation is completed.